Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 10 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tubes are underfilling. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: the tubes do not fill up to the minimum fill line although the shelf life is 07/23.

Event description:
It was reported that during use with 10 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tubes are underfilling. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: the tubes do not fill up to the minimum fill line although the shelf life is (B)(6).

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 10-may-2023. Investigation summary: bd received 3 samples from the customer in support of this complaint. 3 returned and 17 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the returned and retained samples test results. No definitive root cause could be established for the reported defect.based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with 10 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tubes are underfilling. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: the tubes do not fill up to the minimum fill line although the shelf life is 07/23.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10